Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Seven photos were provided for review however, the reported condition could not be confirmed from the picture alone. One physical sample was received for evaluation. The affected component is produced by another site; the assembly process only consists in a pick and place operation for this material. There is no additional inspection on the line to detect the condition reported. The returned sample and a complaint notification was sent to the other site to initiate additional investigating. That investigation is currently pending. Once available, the findings will be updated accordingly and a follow up report will be sent.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the ridges of the plunger does not seal.